Manufacturer narrative:
The insulin pump passed the displacement test however it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with broken battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer¿s blood glucose level was 99 mg/dl and 152 mg/dl. The customer reported that the customer had high and low blood glucose level and the customer¿s high blood glucose level was treated with insulin pump and low blood glucose level was treated with food. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.